Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the staple line made by the device. The visual inspection of the photograph showed the staple line. Unfortunately the image is too blurry to discern the root cause. Pmv performed functional testing could not be done due to the lack of physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device was being used for the second fire of the stomach from the pylorus. The stapler was able to fire but there was poor staple formation. The reload advanced slowly in which sounds denoting a ratcheting of the stapler. In order to resolve the issue and complete the case, sprayed a hemostatic sealer (episeal) on the tissue. Clips had to be used along the staple line to control the bleeding. There was no patient harm. The patient status is alive, no injury.